Event description:
Epidural placed, immediately noticed leaking tubing at connector hub. Md notified, replaced tubing. Tubing not saved by staff. Affected lots per supply chain management: lot # 17096980, exp 9/29/2020. Lot # 17096818, exp 9/28/2020, x2.